Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with lump at the needle puncture site which occurred 12 days after the sensor had been inserted in the arm. It was understood that the sensor was taken off more than the 12-hour grace period. The patient noticed a lump started from the insertion site up to the size of the sensor pod. During the call, the patient had not yet visited a health care facility to have it checked. On 05/11/2026, the case owner called the patient back to ask about the update request. The patient answered and stated that on (B)(6) he went to the clinic to have it checked. No testing nor treatment done at the clinic, during the call, the patient stated that the doctor said they would ¿treat it like an abscess¿ and prescribed antibiotics and he was prescribed an antibiotic sulfamethoxazole oral tablet 60mg/dl each and must take it for 10 days twice a day. The patient stated the lump is still visible and he's just continuously taking the prescribed antibiotic. At the time of the report, patient condition was unchanged. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.